Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker's grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold creases, void >1 mm in non-textured, black particles in device inner surface and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one smooth crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side deflation, capsular contracture, baker grade iii and "creases." Device has been explanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., g.3., h.3., h.6.